Event description:
It was reported that the surgeon attempted to remove the cone body trial from the real stem. Half of the bolt head broke off. There was no way to separate the trial body from the stem. Doctor removed the whole construct. We wasted the 20 x 155 conical stem.

Event description:
It was reported that the surgeon attempted to remove the cone body trial from the real stem. Half of the bolt head broke off. There was no way to separate the trial body from the stem. Doctor removed the whole construct. We wasted the 20 x 155 conical stem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
DHR indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. Chr indicated that there were no similar events for the reported lot. The investigation indicates that the head of the trial bolt fractured as a result of an overload force being applied by the user. The trial bolt and the stem threads showed damage consistent with the components sticking together as a result of a third body material. There is no indication that the third body material originated from the stem or the trial component. There is no indication to suggest the event is device related. The source of the third body material is most likely patient bone matter.